Event description:
The customer reported that cardiac troponin (accutni) suppressed results with instrument generated flags were generated on an unicel dxc 600i synchron access clinical system for multiple patient samples over two days. This report represents the single suppressed, initial patient result generated on (B)(6) 2012. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. Upon repeat on another instrument, a numerical result was generated, which were considered valid. Beckman coulter inc. Assessment of instrument assay performance information indicated that the active accutni calibration curve was 'passing' assay specifications and the s0 assay calibration standard relative light units (rlus) were comparable to peer values. System checks performed prior to the event met instrument specifications. Quality control results recovered within the customer's established limits after the initial ind flags were obtained. The suppressed, initial accutni patient result was not reported from the laboratory and there was no death, serious injury or modification to patient treatment associated or attributed to this event. There were no sample integrity concerns in connection to this event. The sample was a serum sample and was centrifuged prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the instrument wash pump, cleaned the wash wheel and performed all instrument alignments. The fse verified hardware by performing a passing system check and passing quality control assessment which both generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation a definitive root cause has not been determined to date. Associated mdrs: 2122870-2012-00594 and 2122870-2012-00593.